Event description:
It was reported a patient underwent a laparoscopic assisted right hemicolectomy and right inguinal hernia repair on (B)(6) 2026 and a drain was used. A drain - 15fg abdominal drain - attempt at removal of drain by ward nursing staff on (B)(6) 2026 was met with resistance and the patient required return to theatre for removal of retained drain on (B)(6) 2026. Patient outcome/consequences: the patient required return to theatre to remove the retained drain no further information available as reporter details have not been disclosed (confidential). Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Additional information provided: dir (B)(4) received from tga in relation to ethicon closed-wound drain, non-bioabsorbable. Product details provided: blake closed-wound drain, non-bioabsorbable date of implantation: n/a date of explanation: n/a additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Were there any precipitating factors leading to the drain breakage? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.